Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was worried over the insulin pump was possible under delivery. The customer blood glucose level was over 300 mg/dl. Customer was assisted with troubleshooting. Customer states they did received a low battery alert prior to replace battery now alarm and alarm occurred less than ten hours from low battery. Customer states it was the second occurrence of replace battery now in less than ten hours after low battery warning. Customer states the displacement test was passed. Customer states the self-test was passed. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Device functioning properly during testing.